Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket hematoma. The hematoma was thought to have developed due to anticoagulation therapy. The implantable cardioverter defibrillator was explanted to allow healing and prevent infection. The patient was stable before, during and after the procedure.